Event description:
A doctor alleged that two (2) patients experienced sensitivity after sonicfill was used for their restorations. This is the second of two (2) reports.

Manufacturer narrative:
The patient experienced sensitivity after sonicfill was used for the restoration of teeth numbers #17 and #18. The patient returned to the doctor's office two (2) days after his initial procedure. The doctor adjusted the patient's bite; however, the patient alleged that the sensitivity did not subside. Upon the patient's third return, approximately two (2) months after the initial procedure, the doctor removed the sonicfill composite from the patient's teeth and completed the restorations with a different product. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore no evaluation can be conducted.